Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2018-10308, 1627487-2018-10309 and 1627487-2018-10311. It was reported the patient's scs system was removed; the patient complained the scs stimulation therapy did not help enough with relieving her pain. Reportedly, when the patient attempted to increase the system's amplitude the stimulation would decrease.